Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause of the issue was not known, as patient was not experiencing those concerns when they met. Rep reported they met with patient and asked them to demonstrate how they had been adjusting their stimulation, and patient admitted that they forgot how to turn the intensities up and down. Rep reviewed with patient in great depth and had patient return demonstration of how to use their programmer correctly. Rep reported the issue was resolved and patient expressed satisfaction with the current settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that starting about 3 weeks ago they noticed the vibration is so intense it goes down both legs and makes their feet numb. Patient said this had happened 4-5 times now. Patient said they have let their representative know about the issue and the rep told patient to try to turn stim down with the down arrow but that has not resolved the issue. Patient mentioned going into the "vibration" setting in the menu but that didn't help (patient was referring to controller audio/vibration option in the menu, which does not control stimulation). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.